Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular leads exhibited an impedance problem, and insulation damage was suspected. The leads were capped and replaced on (B)(6) 2019, during which a possible abrasion was noted by the physician. The patient was stable post-procedure. Related manufacturer reference number: 2017865-2019-08486.